Event description:
It was reported that the left ventricular (lv) lead exhibited chronically high thresholds and a lv lead revision was scheduled. During the lv revision procedure, the physician noted they were having trouble placing the screwdriver in the grommet. While attempting to remove the gel-like covering of the setscrew, the setcrew popped out of the cardiac resynchronization therapy defibrillator (crt-d) and onto the floor. A new setscrew was provided and utilized with the device. The lv lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.